Event description:
It was reported that provocation testing was preformed at the in clinic follow-up and the noise was not reproducible.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. A lead revision procedure is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.